Manufacturer narrative:
The subject product was returned for evaluation. The reported fastener break and misfire that occurred during use could not be reproduced. On the first deployment during the simulated use test, two tacks deployed. The two tacks deploying tandem were likely the result of the user trying to remove the reported broken fastener from the firing chamber. After the first deployment, the device functioned as intended and the remaining 18 fasteners were deployed with no further issues. No manufacturing anomalies were found. Review and analysis of all available information fails to indicate a root cause as to why the device misfired and deployed a broken fastener during use. It is possible the user did not clear the device or provided adequate cupping, deployment angle, and/or counter-pressure. The instructions for use describes the proper technique for fastener delivery and includes "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient" and "place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counter pressure. Different types of mesh may require different amounts of counter pressure. Adjust angle and counter pressure appropriately." A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while performing a laparoscopic incisional hernia repair, the optifix straight misfired and the tack (fastener) broke. The broken portion was removed from the patient. The other broken part of tack was still in the device and they were unable to get it unlodged leaving the device unusable. There was no patient injury reported.